Manufacturer narrative:
The date of this submission is 07-jun-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 09-mar-2016 from a (B)(6) caucasian female consumer reporting on self from the united states of america. The medical history included high blood pressure, latex allergy, severe unspecified allergies since 1979 and allergy to aspirin and other unknown nsaids (non steroidal anti inflammatory drugs). The concomitant medications included losartan one daily since two years to reduce high blood pressure. The weight of the consumer was (B)(6). On an unspecified date in 2016, the consumer just opened the johnson and johnson emergency first aid kit a couple of times (lot number and expiration date unspecified). On (B)(6) 2016, the consumer developed an unspecified allergic reaction and later developed anaphylactic reaction. On the same day, the consumer took epinephrine injection and an unspecified inhaler to treat the events. On the same day the events resolved. On an unspecified date in (B)(6) 2016, the consumer consulted a healthcare professional to undergo evaluation. The consumer stated that she had epinephrine pen for over 20 years and had never used it. The complaint investigation was closed with a disposition of undetermined. Research and development team confirmed the bags for first aid kits contain latex in the elastic bands of the pouches of the bags and have latex cautions on the bag exterior or on the bag interior with additional cautions on the exterior packaging. This report was assessed as serious (medically significant) and company causality was assessed as related. Additional information received on 24-may-2016. After further review, it was determined that the device was not used for treatment since it was related to the bag. This report remains serious.

Manufacturer narrative:
The date of this submission is 25-mar-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a (B)(6) caucasian female consumer reporting on self from the united states of america. The medical history included high blood pressure, latex allergy, severe unspecified allergies since 1979 and allergy to aspirin and other unknown nsaids (non steroidal anti inflammatory drugs). The concomitant medications included losartan one daily since two years to reduce high blood pressure. The (B)(6). On an unspecified date in 2016, the consumer just opened the johnson and johnson emergency first aid kit a couple of times (lot number and expiration date unspecified). On(B)(6) 2016, the consumer developed an unspecified allergic reaction and later developed anaphylactic reaction. On the same day, the consumer took epinephrine injection and an unspecified inhaler to treat the events. On the same day the events resolved. On an unspecified date in (B)(6) 2016, the consumer consulted a healthcare professional to undergo evaluation. The consumer stated that she had epinephrine pen for over 20 years and had never used it. The complaint investigation was closed with a disposition of undetermined. Research and development team confirmed the bags for first aid kits contain latex in the elastic bands of the pouches of the bags and have latex cautions on the bag exterior or on the bag interior with additional cautions on the exterior packaging. This report was assessed as serious (medically significant) and company causality was assessed as related.